Event description:
On (B)(6) 2026, (B)(6) became aware this 69-year-old ((B)(6) 1956) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with a pd catheter (not a (B)(6) product) infection in (B)(6) 2025. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and redness around the pd catheter exit site. A peritoneal effluent fluid culture and cell count (both results negative) were collected, and the patient was diagnosed with a pd catheter infection. The nephrologist ordered the patient¿s pd catheter be removed, and a hemodialysis (hd) catheter (not a (B)(6) product) was surgically placed and the patient transitioned to hd for renal replacement therapy. The patient tolerated the transition without any known issues and was treated with intravenous antibiotics (drugs, dosages, durations, frequencies not provided). The patient was discharged home on (B)(6) 2025 in stable condition and underwent hd therapy as an outpatient until early (B)(6) 2026. The patient¿s pd catheter was surgically replaced, and the patient transitioned back to ccpd utilizing the same liberty select cycler. Per the pdrn, the cause of the pd catheter infection is unknown; however, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. Based on the available information, the liberty select cycler can be disassociated from having a causal or contributory role in the serious adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a (B)(6) device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a (B)(6) device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".